Event description:
On (B)(6) 1996, an aortic valve replacement (avr) was performed due to aortic stenosis and regurgitation and an abbott 19mm mechanical heart valve was implanted. On (B)(6) 2017 at outpatient follow-up, there were no anomalies found on echocardiogram. On (B)(6) 2018, the patient fainted and was brought to the emergency room due to severe cardiac failure. An echocardiogram revealed that both valve leaflets were moving at only about a 10-degree angle. On (B)(6) 2018, the patient went into cardiac arrest and emergent re-do avr was performed. The 19mm mechanical valve was explanted and replaced with a non-abbott 19mm carpentier-edwards perimount magna ease aortic heart valve. The explanted valve leaflets were unable to be moved by the surgeon's fingers upon manipulation, therefore the surgeon assumed that thrombus might have accumulated within the recessed pivot areas. Furthermore, pannus had formed on this valve but it did not extend to close to the leaflets and did not affect the mobility of the leaflets. Following surgery, the patient survived but did not regain consciousness and expired due to cerebral hemorrhage. Infective endocarditis (ie) was negative by in-hospital blood culture although it was suspected. The patient did not have a medical history of diabetes.

Manufacturer narrative:
An event of aortic stenosis, regurgitation, cardiac arrest, cerebral hemorrhaging and patient death was reported. The reported immobile leaflets due to thrombus was confirmed. Morphological and histopathological examination revealed thrombus on the inflow and outflow sides of both recessed pivot areas had immobilized the leaflets. Inflammation was present within the thrombus, with distortion from either cautery or crush artifact. Surface fungal hyphae was found; however this was interpreted as contaminant. A gram stain was negative for organisms. Focal pannus encroached onto the bottom orifice rim, but not into the interior diameter. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the thrombus remains unknown.